Event description:
On (B)(6) 2013, the lay user/patient¿s father (reporter) contacted lifescan (lfs) (B)(4), via correspondence email, alleging that the onetouch verioiq meter read inaccurately high compared to the patient¿s feeling/ normal result(s). The following complaint was classified based on information provided by the reporter in his correspondence email. The patient has been a diabetic for 9 years, tests between five to six times daily, and manages his diabetes with insulin pump therapy, based on food intake and blood glucose reading. The reporter alleged that on the afternoon of (B)(6) 2013, the patient obtained a blood glucose reading of over 20mmol/l with the subject meter and in response to the reading, the patient reportedly tested every two hours and bolus correction with the insulin pump. According to the reporter, by dinner time that evening the patient¿s blood glucose level was improving, however, his reading was still above 10mmol/l. The following morning the patient allegedly woke up with a blood glucose reading over 20mmol/l. Believing that the issue may have been with the insulin pump, the patient reportedly changed the canular and line, and refilled a new insulin cartridge (with insulin from a new box) before administering his first bolus of the day. And before leaving for school, the patient also administered an additional bolus for breakfast. While at school the patient had tested two different times with the subject meter and in both occasions the readings were still above 10mmol/l. According to the reporter at approximately 8pm that evening, the patient obtained a reading over 10mmol/l with the subject meter; a few minutes later the patient allegedly felt ¿wonky¿ and ¿lose his faculties¿ (symptoms the patient associated with low blood glucose); the patient retested with another/secondary device (¿2.1mmol/l¿); and then immediately consumed 250 mls of juice as self- treatment. Five minutes after treating himself, the patient reportedly obtained a blood glucose reading of over 10mmol/l with the subject meter and ¿1.9mmol/l¿ with another/ secondary device, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient continued to consume sugary drinks as treatment, his blood glucose reportedly began to elevate within 30 minutes; and within two hours the patient¿s blood glucose was above ¿5mmol/l¿ with the secondary device. No other medical intervention was provided. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, reportedly developed symptoms of low blood glucose, and allegedly obtained blood glucose readings (with another device) that were suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Test strip lot #: not provided.